Event description:
The pt reported that the keypad is peeling and the buttons are taking multiple presses to respond. The pt does not expose the pump to water.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be peeling from the pump. All buttons were found to be responding normally during eval. Contamination was observed under the button contacts.